Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was visited to emergency room and then admitted to hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 850 mg/dl. The customer's other blood glucose was 116 mg/dl,335 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by bolus and insulin drip. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.